Event description:
A male who received 1 unit of op-1 implant in conjunction with autograft and plating for a tibial nonunion, died suddenly approx 3 months following implantation. The cause of death is unk. The medical examiner has reported difficulty identifying a cause of death. Preliminary autopsy showed an enlarged heart and multifocal pulmonary emboli which were found histologically to contain collagen and crystals. The medical examiner will attempt to differentiate the type of collagen found and will also investigate any social and environmental risk factors. The pt apparently was a truck driver on a cattle farm. He was a smoker and described as morbidly obese. Recreational drug use is unk at this time. A toxicology panel was drawn and the results are pending. Following implantation of op-1, the pt experienced some wound drainage and some wound healing problems. Three weeks following surgery, the pt underwent an irrigation and debridement of his wound. The wound culture was positive for staph. The pt has no symptoms of systemic infection; however, he was administered prophylactic antibiotics via a PICC line. The wound eventually healed and x-rays demonstrated positive bone growth 2 months following surgery. The pt's initial injury was secondary to a fall and his prior tibial surgeries included an open reduction and internal fixation with plating . At the time of death, the pt was taking coumadin and pain medications ( not specified). Add'l info has been requested.